Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach the connector to the ilet when a cartridge was inserted, although the connector attached successfully without a cartridge. The cartridge became stuck in the chamber, and the issue persisted with a different cartridge. The user suspected a foreign object in the chamber but did not observe anything. While on the phone with support, the user was eventually able to attach the connector fully and complete the supply change. Blood glucose levels were unaffected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.